Event description:
Customer reportedly received results of 42 mg/dl and 210 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. The test strips have all been used and are not available to return for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.